Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the system would not x-ray. There was no report of pt injury or death reported.